Event description:
It was reported via repair work order that the release arms will not release the cot due to the magnet mover and compression spring falling out. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the release arms will not release the cot due to the magnet mover and compression spring falling out. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported via repair work order that the release arms will not release the cot due to the magnet mover and compression spring falling out. This only affected the unit during powered operation. The unit was still fully operational in manual mode in which a cot could still be loaded and unloaded from the ambulance.